Event description:
A surgeon reported that during implantation of an intraocular lens (iol) it was noted the patient had a vitreous leak. The patient received an anterior chamber lens instead of a posterior chamber lens. The association between these events and the iol is not known. Additional information has been requested.

Event description:
The surgeon provided additional info indicating the pt had inadequate capsular support for a posterior chamber lens due to zonular dialysis. An anterior chamber lens was implanted. The pt had good visual outcome. He stated the event was unrelated to the intraocular lens.